Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent, nausea, and discomfort. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with ampicillin (ampicin) (at a dose of 25mg in the 4 exchanges, intraperitoneal), tobramycin (tobra) (at a dose of 50mg in the night exchanges, intraperitoneal), vancomycin (at a dose of 1 gram on the third day in night), and ceftazidime (at a dose of 250mg given in the 4 replacements followed by at a dose of 50 mg in the nightly exchange, intraperitoneal) for peritonitis. Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was currently asymptomatic and had recovered from abdominal pain, nausea, cloudy effluent, and discomfort; however, the outcome for peritonitis was not reported. Action taken with pd therapy was unknown. No additional information is available.